Event description:
Nurse attempted to enter vital signs at 0200. Noticed that no vitals were displaying in spacelabs. Question marks present in the place of vitals. Attempted to pull up vitals on bedside monitor, no vitals displayed locally. House supervisor called and notified. Biomed called by charge rn and house supervisor. Biomed representative stated, "there is no dispatch available." Next available time would be during business hours (8am). Transferred call to house supervisor. Md notified of the events. No patient harm. Per biomed: the patient information didn't transfer to spacelabs full disclosure. I was told that all vitals were still showing on the monitors which tells me the 91387 cpu in question was still up and running. Typically, if full disclosure was down or having issues, we would need spacelabs to reboot remotely but this is not the case as the information is showing up now. The only thing I can think of is that maybe the network cable may have come loose, and they may have reseated cable.